Event description:
On an (B)(6) 2021, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2021, the patient reported severe pain in the stoma and abdominal area. An ultrasound and MRI were performed, the results are unknown. The patient was treated with intravenous pain medication novalgin and intravenous cefuroxime.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.